Manufacturer narrative:
Based on the claim against the product by the customer noting clean fiber message, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse went on site and found the site¿s blue fiber cables were never capped and were dirty. The logs pointed a dirty fiber cable, and the site was told to replace the cable and to always cap their cables. The system was tested and verified as ready for use. The complaint regarding a previous error had returned was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The probable cause of the clean fiber message is attributed to improper customer setup. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic surgery. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted colostomy closure procedure, an error they had previously spoke with intuitive surgical, inc. (Isi) technical support engineer (tse), regarding a clean fiber message, had returned. The customer stated the surgeon had already made the decision to convert the procedure to a laparoscopic surgery. No additional troubleshooting could be performed. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.